Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: section b1 should have had "product problem" checked off and section h3 should have had "no" checked off in the initial report. These corrections are reflected in this additional report 1.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number:(B)(6).

Event description:
It was reported that the patient's lead had high impedances leading to ineffective therapy. As a result, the patient may undergo surgical intervention to address the issue.